Event description:
It was reported that the patient had symptoms of pain and unwanted nerve and muscle stimulation in the chest post implant due to their right ventricular (rv) lead dislodging. The rv lead had no capture and r-wave undersensing. Additionally the patient had symptoms of pericardial effusion and perforation. The lead was re-positioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).